Manufacturer narrative:
The attached user facility report was received from the (B)(6) registry.no further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was found unresponsive by his daughters after they heard his lvad alarming. The patient had went into another room to take a nap, while the girls stayed in another room with headphones on listening to music. They were unsure how long he was down before they found him. The patient's daughters reported that he was connected to a single 14 volt battery when he was found. Ems was called and the patient was admitted to the implanting center. The patent had a severe anoxic brain injury and the family withdrew care. The patient expired (B)(6) 2014.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. Vad-13143 was not returned for evaluation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient expired and the pump will not be sent back for evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: the (B)(6) report indicated "patient found down at home. Daughters report hearing lvad alarm for approximately 20 mins pt was found unresponsive with lvad non-functioning. Total downtime unknown. Ems called. Upon arrival, batteries were changed, lvad began to function properly. Intubated in field, brought to piedmont. Equipment sent to thoratec."